Manufacturer narrative:
MFR's report date: 03/25/98. The pump was received and visually and functionally tested. The pump had solution spillage and the air-in-line arm was dented. Rate accuracy was performed and the pump was found to be within specification. Co was unable to duplicate an overinfusion. It was noted by the uf that the incident may have been user related. The facility will be informed of the evaluation results and the MFR's clinical representative will inservice the account on the instrument dose rate cal mode. The instrument was returned to the uf without repair/modification as co was instructed by the user.

Event description:
It was reported that an overinfusion of cardiezem occurred with pt. The rate was set to deliver at 90ml/hr. 90mg delivered in less than 1.5 hours. It was noted that the pt experienced decreased blood pressure. A bolus of saline and calcium chloride was given and the pt's condition stabilized.